Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously elevated creatine kinase-mb (ckmb) result for one (1) patient's sample, generated on a unicel dxi 800 access immunoassay system, used in conjunction with access ckmb reagent (lot 023762) and access ckmb calibrators (lot 018123). A subsequent sample was drawn and resulted within the normal reference range. The initial sample was re-analyzed multiple times on the initial instrument and an alternate dxi 800 system and recovered lower results within the normal reference range. The initial ckmb result was reported out of the laboratory. It is unknown to the customer whether there was patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The sample was collected in a bd lithium heparin tube with gel and centrifuged in the power processor on the automation line. The customer noted that the sample was a short draw and hemolyzed. Per the customer's quality control (qc) charts, the customer runs 4 levels of qc every 24 hours. All levels had been recovering +/- 2sd from the customer's established mean. The customer stated that scheduled maintenance was being performed in a timely manner. The customer declined service to verify the system. No root cause can be determined with the data provided.